Event description:
The customer returned three connecting tubes. See related patient identifiers (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see updates to b5, d4, d8, d9, h3, h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided as this is an accessory device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of the tube components because of external stress, as the user may have applied force toward the incorrect direction. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: preparation and inspection. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connecting tube would not securely connect to the reprocessor, due to the silver pieces falling off. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the completion of the device evaluation. The device was returned and evaluated. A visual inspection on the device was performed as is in received condition; it was noted that the connecting tube was not returned in its original packaging. The findings confirmed that both clips on the green connector are missing and were not returned for evaluation. The tubing has no signs of punctures or tears. The metal connector has several scratches on the housing of the connector. There was no residue or corrosion identified inside the tubing or on the connectors. Since the clips on the green connector as missing, no functional tests could be performed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.